Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and shut off with off warning. The customer states the pump had a loud buzzing sound then shut off. The display returned but it came back frozen. The only significant even the customer recall is cycling with temp basal set to 40 % for an hour. The customer's blood glucose level was 62 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had intermittent button response due to a flattened keypad dome on the act button. The pump also had minor scratches on the lcd window, and a cracked case near the display window corners. The pump was monitored, and no audio/beep or blank display anomaly was noted.